Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and two curved opening. A microscopic analysis and leak test were performed which identified three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated in the side anterior assessed as surgical damage.

Event description:
Patient reported left side deflation. Device has been explanted.